Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown female patient underwent a supraventricular tachycardia (svt) ablation procedure with an unk_navistar rmt 4mm. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient had a cardiac effusion during a svt case. Prior to noticing the effusion, they had done septal lesions on the right side for atrioventricular nodal reentry tachycardia (avnrt). For those lesions they used a 4mm navistar bi-directional ablation catheter (fj curve) and then before going transeptal they switched to a smart touch surround flow (stsf) catheter (df curve). After going transeptal, while they were getting ready to map and before any ablation was done with the stsf catheter they noticed the effusion. It is unknown whether the blood pressure or any other metrics changed before it was noticed. The effusion was confirmed using the soundstar catheter and an intracardiac echocardiogram. After the effusion was confirmed, all instruments except for the soundstar catheter were removed from the patient and they then performed a pericardiocentesis. It is unknown how much fluid was removed. No other medical intervention was necessary but the case was abandoned. At the time of the call, the patient was stable but the caller was unsure if the patient was admitted overnight for observation. The patient was female and "petite", but had no other information on age or weight. The case was not part of a clinical study. The medical team reported that the following were the bwi products used in the procedure: hiss catheter. Quad catheter, cs catheter, soundstar catheter, 4mm navistar bi-directional ablation catheter (fj curve), and a smart touch surround flow ablation catheter (df curve). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.